Event description:
During use of a venous return cannula air was noticed in the line by the m.d. A small slit in the cannula was observed. The m.d. Continued use of the cannula for remainder of the procedure. The pt was fine. This event was initially considered as a non reportable event because the blood was being returned to a venous resevoir. Brmi has recently re-evaluated its internal policy and definitions of what constitutes medical intervention. Based on this re-evaluation the reported event meets the criteria for medical device reporting and the required form 3500a is hereby submitted.